Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a revascularization procedure the mid sfa was treated with a pacific xtreme balloon and a non-mdt stent. During another revascularization procedure approximately 15 months later, the target lesion was treated again with a pacific xtreme balloon and two non-mdt pta. Approximately 19 months after the first procedure and four months after the second revascularisation procedure, restenosis of the left mid sfa was reported. The left mid sfa was treated with one amphiprion deep pta and three non-mdt ptas, and one non-mdt stent on the same day. The patient was also treated with medication. The patient recovered. The investigator assessed the event as not related to the index device, procedure or paclitaxel medication. The sponsor assessed the event as not related to the index device, procedure or paclitaxel.

Manufacturer narrative:
It was reported that the restenosis of the left sfa (ae) was not thrombotic. Cec adjudicated the event as related to the device, but not related to the procedure or paclitaxel medication. If information is provided in the future, a supplemental report will be issued.